Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing infusion supplies, with continuous glucose readings resuming on the ilet and a peak blood glucose of approximately 350 mg/dl sustained for about two hours; the user denied alerts other than high glucose, performed tubing fill with visual drops, replaced the infusion set, and filled the cannula, with no leakage or site damage observed and no medical intervention or backup therapy used. Symptoms included hyperglycemia without associated acute clinical effects. Outcomes included temporary elevation of glucose requiring user-directed troubleshooting only. Investigation included user-guided troubleshooting and education focused on confirming insulin delivery pathway and site integrity. Investigation of this case revealed no device alarms, no visible infusion set compromise, and an undetermined cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction.